Manufacturer narrative:
Based on the provided information and investigation performed no malfunction of the mr device or coil used was observed that contributed to the injury. The event was concluded to be caused by stitching of metallic material within the clothing the patient was wearing. Contributing factors identified were: - the patient was covered by a wool blanket which hampers the patient heat dissipation - several scans were performed using high sar settings. (B)(4).

Event description:
Philips received a report from a customer related to a 3rd degree heating incident with the spine 15 ch coil on an achieva 1.5t system.